Event description:
Multiple, potential discordant high-sensitivity troponin patient results (1 patient) were obtained on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned the result. The same samples were repeated on an alternate advia centaur xp instrument four times. The repeat results were reported to the physician(s). It is unknown which results (initial or repeat) were considered correct. There are no known reports of patient intervention or adverse health consequences due to the multiple, potential discordant high-sensitivity troponin patient results.

Manufacturer narrative:
An outside of united states (ous) customer reported multiple, potential discordant high-sensitivity troponin patient results (1 patient) obtained on an advia centaur xp instrument. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00054 on 24feb2022. Additional information (10may2022): a customer reported multiple, potential discordant high-sensitivity troponin patient results (1 patient) obtained on an advia centaur xp instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the pulleys and belts for the reagent probes. The cse also replaced the wash block manifold and bleach valves v66 and v67. The alignments were checked and preventative maintenance was carried out. The system has been put back into use for the assay, and it is operational and fully functional. Siemens concluded that the potential cause was associated to a component issue. The instrument is performing according to specifications. No further evaluation of this device is required.